Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to attempt removal of a cto to avoid amputation. The physician began lasing using a step by step method. The laser could not advance more than 7cm. When attempting to pull the fiber back out of the patient, the radioopaque marker was dislodged in the sfa. The tip was unable to be retrieved and was left inside the patient.

Manufacturer narrative:
Device evaluation; there was significant damage to the tip. Band is missing as per the complaint. The fibers at the tip are heavily damaged as is the epoxy. Burn damage indicates the damage is likely by excessive lasing into the calcified lesion which caused the band to come off. The complaint of the band coming off of the device was confirmed. There is no indication of a manufacturing error with this device. The complaint narrative indicates the patient condition was already critical and the calcified lesion was difficult to clear. The cause of this situation was driven by the clinical condition of the patient.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.